Event description:
During an unknown procedure, the device started chirping, tried to retork and it still chirped. Opened another device of the same product code to complete the case. No patient consequence.